Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Itit was reported by customer that alaris pcu that experienced a system error on (B)(6) 2026 at 1231, resulting in shutdown of the connected pump module while infusing heparin. The heparin infusion was intended to be run at 10ml/hr with a volume to be infused of 110ml and in a concentration of 25000 in 250d5w. There was patient involvement but no harm.